Manufacturer narrative:
Two opened knife samples were received in blade protector trays for the report of knives being blunt and bent. The blade protector trays were received stacked on top of each other in a blister. The returned samples were visually inspected and were found to be nonconforming. Sample number one had a damaged tip and sample number two had a damaged tip and a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of the samples. Photos attached to the parent complaint were reviewed by the manufacturing site. Photo number one is a close up of the lot number which confirms the reported lot number for this reported event. Photo number two shows the blade seated correctly in a blade protector tray with a blister with tape around the blister. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edge exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
The customer's blunt knife was additionally reported to be bent.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a knife was blunt during a cataract with intraocular lens implantation surgery. An alternate knife was obtained in order to perform and complete the procedure. There was no impact to the patient.